Event description:
It was reported that an overstitch nxt was used to treat cancer in the esophagus during a stent fixation procedure. During the procedure, the overstitch nxt tower got stuck on stent. The sutures were cut, and the device was slowly dislodged from the stent. No patient complications were reported as a result of the event. The procedure was completed with another overstitch nxt and agile stent.

Manufacturer narrative:
Block h6: imdrf code f23 captures the reportable event of unexpected medical intervention. Imdrf code a150208 captures the reportable event of needle shaft stuck.

Manufacturer narrative:
Block h6: imdrf code f23 captures the reportable event of unexpected medical intervention. Imdrf code a150208 captures the reportable event of needle shaft stuck. Correction: b5: describe event or problem. H6: device codes.

Event description:
It was reported that an overstitch nxt was used to treat cancer in the esophagus during a stent fixation procedure. During the procedure, the overstitch nxt tower got stuck on stent. The sutures were cut, and the device was slowly dislodged from the stent. No patient complications were reported as a result of the event. The procedure was completed with another overstitch nxt and agile stent. Note: the instructions for use (IFU) indicate that stent fixation is not on label in the us and the labeling states the device is not for use with malignant tissue.